Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer inspected the module, replaced the leaky and worn cell rinse tubes, and confirmed that the assay and module are performing to specifications. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The investigation concluded that the service actions resolved the issue.

Event description:
The initial reporter received questionable results for bilirubin total gen.3 (bilt3), creatinine jaffe gen.2 (creaj2), direct bilirubin, and total protein from several patient samples tested on the cobas 8000 c702 module. The following examples of discrepant results were provided: on (B)(6) 2025 patient sample 1 creatinine the initial result was 23.43. The repeat result was 0.34. The unit of measurement was not provided. Patient sample 2 bilirubin total the initial result was 1.57 mg/dl. The repeat result was 13.66 mg/dl. Patient sample 3 bilirubin total the initial result was 0.23 mg/dl. The repeat result was 7.40 mg/dl. The field service engineer made a service visit. The issue was not resolved. On 18-sep-2025, new questionable results were reported: the initial results were not flagged, and the physician questioned a result that did not match the patient¿s clinical condition, prompting reruns. Patient sample 4 bilirubin direct the initial result was 13.92 mg/dl. The repeat result was 0.25 mg/dl. Patient sample 5 total protein the initial result was 0.60 g/dl. The repeat result was 6.10 g/dl.